Manufacturer narrative:
The customer test strips were requested for return but were not provided. Relevant retention test strips were tested in comparison with the current coaguchek xs pt masterlot (286321-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 5.5 inr and within 1 hour the laboratory result was 3.21 inr. The customer's therapeutic range is 2.0-3.0 inr. The result in question was not reported to the customer's doctor. The customer had to lightly press their finger to get more blood for the meter result.